Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-02724. It was reported upon opening the lead site exudate emptied. Patient was prescribed antibiotics to address the issue. Infection was not confirmed.

Manufacturer narrative:
The report stated that there was a ¿wound issue¿ and during an operation, the opening wound exudate emptied. This type of issue cannot be confirmed through product testing alone. The physician decided to explant the system. Infection was not confirmed, no infection present. Analysis of the returned lead found no anomalies and it passed output resistance testing, end to end continuity, and inter-channel continuity testing.